Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular micro bypass stent patient reported the following. Reportedly, one (1) stent was occluded at one (1) week following bilateral cataract plus stent procedures. The impacted eye is unknown. Per report, the patient's iop is currently at "18 mm hg". Any omitted information was not provided by the patient at the time of this report.